Event description:
Reporter stated that patient was feeling like blood glucose was low. Patient reportedly tested blood glucose, using the suspect device, and obtained a result of 65 mg/dl. Patient self-treated by eating grapes and graham crackers. Reporter stated that patient retested blood glucose, 13 minutes later, and obtained a result of 598 mg/dl. Reporter stated that patient likely had grape juice on her fingers when this result was obtained. Two minutes later, patient washed hands and treatment was received and no injury was reported. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.